Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This device will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) started emitting tones. Boston scientific technical services referred the patient to a physician to ask about the tones. The physician noted this device reached elective replacement indicator (eri). There was an allegation that this device prematurely reached eri. This device was replaced with no issues, and it will be returned to boston scientific for analysis. No additional adverse patient effects were reported.